Manufacturer narrative:
The investigation determined the issue is consistent with sample specific interference (gammopathy). The investigation did not identify a product issue.

Manufacturer narrative:
The c 702 analyzer serial number was requested, but not provided. Per product labeling: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with tina-quant c-reactive protein IV on a cobas 8000 c702 module. The sample initially resulted in a crp value of 350 mg/l. The sample was automatically diluted by the analyzer and repeated, resulting in a value of 571 mg/dl. The dilution factor is unknown. On (B)(6) 2024, the sample resulted in a crp value of 327 mg/l. The sample was tested on an aidian quick read go meter, resulting in a crp value of 77 mg/l. None of the results met the patient's clinical picture as the patient was in good health, in home care.